Event description:
Reporter alleged obtaining a result of 16.5 mmol/l on the compact plus system compared back to back with a result of 6.4 mmol/l on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the compact plus suspect device system used. (B)(4).